Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient is on their way to the healthcare provider (hcp). Patient said at first it seemed like the ins was working, but now it "just seems like nothing is working." When asked to clarify, the patient said they meant they are not getting symptom control. They said for the first 4-6 months, the device helped; therapy expectations were reviewed. The patient then said they are not getting a 50% reduction and said they are getting 30-40%. Prior to the call, they have been reprogrammed by their hcp and received botox treatments. One treatment worked well, but the two additional treatments haven't done anything. The patient also said their manufacture representative (rep) has done reprogramming once too because the device was not working as well as the patient had hoped. They tried different programs and one of the programs worked well, but later in the call the patient said the program worked "very minimally." The patient then said they only have about 6 months left on the ins because they had to "tweak" it up so high. They feel like they are not getting any results and their ins has depleted faster than it should. The patient was told the ins would last 10 years; battery longevity was reviewed. The patient also fell 6 months ago pretty hard on their ins side. As a result of what was reported, they were redirected to their hcp to discuss possible reprogramming and to have the ins checked to see if the fall affected it. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. The cause of the implantable neurostimulator (ins) battery issue is unknown. The patient is scheduled for an ins revision on (B)(6) 2018. No further patient complications have been reported as a result of this event.